Event description:
It was reported that a revision surgery was performed due to dislocation.

Manufacturer narrative:
Device available for evaluation. Device evaluated by manufacturer. Evaluation - the returned devices were examined visually, with a scanning electron microscope (sem) and through energy dispersive spectroscopy (eds). Silicone mold replication was used to estimate amount of linear penetration of the head into the acetabular liner. No destructive evaluation was conducted. Discoloration, likely due to the absorption of biological fluid, was observed on the back side of the liner. Signs of adhesive & abrasive wear were visible on the bearing surface of the acetabular liner; no unexpected features were observed. The oxinium femoral head exhibited regions of scratching on the articulating surface near the equator. This damage was likely due to the reported dislocation events. Examination by sem showed metal transfer and scratching. Via eds, the majority of the damaged region was determined to be the underlying zr-2.5nb substrate below the oxide layer. Around the periphery of the damaged region, signs of titanium (ti) and aluminum (al) were observed via eds. The ti and al likely originated from contact with the acetabular shell, which is manufactured from the ti-6al-4v alloy. Total linear penetration was estimated to be approximately 0.3 mm. The penetration rate was calculated to be less than 0.1 mm/year based on the reported implantation time (approximately 4.1 years per complaint form) and estimated total linear penetration. No material deviations in the devices were found during this investigation. A review of the complaint history shows no prior complaints for reported lot numbers. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Corrected common device name to coincide with product code. (B)(4).